Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "rupture and capsular contracture, baker grade IV" against left device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening on radius. A visual and microscopic analysis was performed which identified: crease sharp opening on radius, stress marks and crease fold. Base on the device analysis the final assessment is: crease sharp opening on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported "rupture and capsular contracture, baker grade IV" against left device. The device has been explanted.